Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was used for the duration of the procedure. Near the end of the procedure, the physician flushed the sheath, and a blood leak occurred from the stopcock of the sheath with a constant flow noted. The rubber tubing on the flush port broke. No air was seen in the sheath nor in the patient. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was used for the duration of the procedure. Near the end of the procedure, the physician flushed the sheath, and a blood leak occurred from the stopcock of the sheath with a constant flow noted. The rubber tubing on the flush port broke. No air was seen in the sheath nor in the patient. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the distal end of the stopcock most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.